Event description:
On 11/03/1999, the facility's purchasing mgr contacted the distributor via a voice mail message and stated that they experienced a problem with the device in question. On the same day (11/03/1999) the distributor's sales rep was present at the facility and was presented the device in a biohazard bag with a note from the facility's oncology nurse (cns) that states the following: "this needle tip is damaged. Facility removed it from a pt. Facility doesn't know if it was damaged prior to insertion." The distributor's sales rep met with the facility's oncology nurse who indicated that the needle was probably damaged during a pt fall that occurred the previous week. No further details were provided.